Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a failed self-test and the air in line alarm was not clear. There was unknown patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found contamination on the rear/front housing, downstream sensor, upstream sensor and air detector, and a worn latch lock. An 'air in line' alarm was revealed in the event history log. Functional testing was able to duplicate the reported problem. It was determined that the air detector was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.